Manufacturer narrative:
D10 concomitant product: oms-pdb1000, oms-pdb1000 pdb balloon round shape (lot# p3b0479) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot-assisted prostatectomy, on the creation of the retroperitoneal space and when the camera was inserted into the cannula, the balloon deflated. Moreover, there was limited inflation even outside the abdominal cavity. It was noted that there was no vision when the retroperitoneal space was created. Another trocar was used, but it did not work either. To resolve the issue, the surgeon manually created the retroperitoneal space. There was no patient injury.